Event description:
It was reported that after a post ventricular fibrillation induction testing of a subcutaneous device, the implantable pulse generator showed an error message for invalid diagnostic data that could not be displayed when clinical personnel tried to open stored episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.